Manufacturer narrative:
Analysis received the unit with displayable history check failed on startup alarm noted in alarm history screen due to corrupted history file. The unit passed displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had low blood glucose levels. The customer's blood glucose was 53 mg/dl at the time of incident. The insulin pump will be returned for analysis.